Event description:
The pump alarmed "charge low" although pump was plugged in at the time. After confirmed proper connection, the "on charge" light was illuminated. Ten minutes later, while administering a blood transfusion, the pump which was infusing the blood failed and had an error message reading "charge depleted."